Event description:
Patient's ot ii meter would not power on. The issue was unresolved with troubleshooting. They stated the meter has not powered on for 4 years since it was given to them in a medical clinic. They visited the physician who tested their blood sugar and treated them with insulin for a blood sugar result of 484 mg/dl. The meter has been replaced.